Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, during introduction of an instrument thru trocar, the neoprene part of the trocar fell on the patient¿s cavity. There was no patient injury.